Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-04445 addresses the other device. It was reported to boston scientific corporation that two rotatable oval snare devices were used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the handle of the snare shredded where the thicker plastic transitions to a thinner plastic reportedly, the snares could not be retracted due to the working length being detached/separated. Both rotatable snare devices experienced the same problem. The procedure was completed with another rotatable oval snare device. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-04445 addresses the other device. It was reported to boston scientific corporation that two rotatable oval snare devices were used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the handle of the snare shredded where the thicker plastic transitions to a thinner plastic. Reportedly, the snares could not be retracted due to the working length being detached/separated. Both rotatable snare devices experienced the same problem. The procedure was completed with another rotatable oval snare device. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sheath detached/separated.

Manufacturer narrative:
Reportedly, the snares could not be retracted due to their 'shredded' condition, not due to the working lengths being detached/separated. Device was received for evaluation. Device evaluation: visual evaluation of the returned device found the sheath to be shredded/torn near the strain relief, which rendered subsequent functional testing impossible. The condition of the returned device was consistent with the complaint that the sheath was 'shredded;' the complaint was confirmed. However, a definitive root cause for this event could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted.